Event description:
It was identified that (B)(4) laboratories 7.0 ph solution had potential mold growth. Identified lot numbers were pulled from stock. No patient event has occurred at this time. It had visible mold growth. The area technical supervisor located unaffected lots of the product that day and distributed to all of our clinics. The ph meters were disinfected. At this time, we are not aware of any patient event due to this product.